Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5112021). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged acute pancreatitis, toxic effects on liver and kidneys, sinusitis attacks with blood stained discharges, loss of smell, skin irritations of nostrils and eyelids, headache. The patient also alleged admit to emergency room. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging acute pancreatitis, toxic effects on liver and kidneys, sinusitis attacks with blood stained discharges, loss of smell, skin irritations of nostrils and eyelids, headache related to a CPAP device's sound abatement foam. The patient also alleged admit to ER. The reported event of acute pancreatitis, toxic effects on liver and kidneys, sinusitis attacks with blood stained discharges, loss of smell, skin irritations of nostrils and eyelids, headache and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. In initial report, section b3 was wrongly captured as 13-sep-2022, should be 09-sep-2022. Section h6 updated in this report.